Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. The device was evaluated upon receipt. Ctu error 1. Replaced circulation pump head. General maintenance performed. Replaced mixing pump head. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow was low under condition of using 3 pads. Flow value was 1.2 l/min. Per follow up information received via email on 25jul2024, the device was under investigation. Case completed with current equipment. Patient involved without impact.